Event description:
Reporter states for two years now she has been recognizing inaccurate readings coming from her true metrix glucose monitors. She currently has two devices that show inaccurate readings. Her pharmacist says they cannot replace the devices due to insurance reasons. On march 2nd, 2026, she received a recall letter from (B)(6) health care. Patient code: 4582. Device code: 1535. Referencing report mw5185218.